Event description:
The user facility reported a 80-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed but removed due to low flows from a kinked pump. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. The pump was returned, tested, and evaluated. Data logs confirmed the low flow. Visual inspection found a kink on the cannula. The root cause of low flow was kinked cannula.